Event description:
Pt sent to interventional radiology because of thrombosed dialysis graft. Initial blood pressure and heart rate were within normal limits with an "spo2" of 95%. Access gained with a 6 french sheath in the venous and then the arterial side of the graft. Subsequent angiogram revealed extensive thrombosis extending into the left brachial vein. A 0.018 guidewire was loaded into an av60 angiojet catheter and advanced in tandem through the thrombus with the tip situated at the proximal end of the brachial vein. The angiojet was then activated and slowly pulled back through the vein stopping at the level of the sheath tip. Angiograms demonstrated a major reduction in the amount of remaining thrombus in the brachial vein and graft. Pt developed a minor, intermittent, non-productive cough and stated he was suffering from allergy symptoms. "Vs" remained unchanged. A second pass was performed with good results. However, a stenosis was present in the mid portion of the vein. The angiojet was then inserted into the arterial side and activated. Angiograms demonstrated a significant stenosis at the level of the arterial anastomosis. Cough was becoming more pronounced. Subsequent adjunctive therapy was performed using a fogarty catheter and angioplasty balloons. Breathing became more difficult for the pt with sputum accompanying an increasing cough. Angiograms demonstrated good runoff through the graft and out the brachial vein. Although pulses in the graft were palpable, a stenotic area remained at the arterial anastomosis. At this point the patient becamed desaturated (75%) with an increased heart rate and bp. Oxygen was administered. His cough had become continuous and he was producing foamy sputum. He sat up on the procedure table in order to breathe easier. The procedure was terminated and he was transferred to the recovery area. A nephrologist was summoned and determined the pt was suffering from pulmonary edema due to fluid overload. Pt's last dialysis treatment was 10-21-99. Total run time was approximately 425 seconds. This included approximately 40 cc's used between run insertions to clean the jet tip. Fluid volume in the waste bag confirmed the digital readout. He was transferred immediately to the dialysis area for treatment and discharged that evening without further incident. During a discussion with pmi sales rep on 10-27-99, dr stated this pt became seriously ill and almost died because of treatment with the angiojet. It was his belief the angiojet overloaded the pt with fluid causing pulmonary edema. He was reminded the angiojet was an isovolumetric system. This particular drive unit was serviced by pmi tech service during the prior week. The capture block was replaced and settings were all within normal operating parameters. Unfortunately, dr did not change his belief and continued to state the angiojet almost caused a pt's death. Discussions between the remaining radiologists in the department, pmi sales rep and pmi clinical specialist were held on 11-2-99. Each verbalized concern, but added that the angiojet alone most likely did not cause this incident. They felt the pt's undialysed condition upon arrival was the most critical component that should have been emphasized.